Manufacturer narrative:
Product event summary: the analyzer was analyzed and no anomalies were found. The reported event could not be confirmed.

Event description:
It was reported the analyzer was oversensing when there was nothing connected. The analyzer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).